Event description:
Patient called to report an adverse reaction to her invisalign device. Patient stated since wearing the invisalign, she's been hospitalized 5 times, had trouble breathing, neck pain, vomiting, severe panic attacks that are constant, sweating, body heat rising, insomnia, mind racing, lost 10 pounds in less than two weeks and cannot keep food down. Patient believes her body is reacting to a foreign substance that the invisalign contains. Patient said she took the invisalign out for a few days and her symptoms were slightly improved and she was able to keep food down. Patient stated when she put the invisalign back in, all her symptoms came back. Patient stated she is concerned how long it will take her body to stop reacting and experiencing all of the symptoms.